Event description:
It was reported that bd¿ luer-lok syringe 60 ml was damaged, had foreign matter, and had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: damaged, fm, scale marking issue.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7227678, medical device expiration date: 2022-08-31, device manufacture date: 2017-08-15, medical device lot #: 8079538, medical device expiration date: 2023-03-31, device manufacture date: 2018-03-20, medical device lot #: 8023805, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-23, medical device lot #: 7227677, medical device expiration date: 2022-08-31, device manufacture date: 2017-08-15, medical device lot #: 8023782, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-23, medical device lot #: 7353653, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 8079539, medical device expiration date: 2023-03-31, device manufacture date: 2018-03-20, medical device lot #: 7353585, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 7353633, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 7353624, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 7353622, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 7296592, medical device expiration date: 2022-10-31, device manufacture date: 2017-10-23, medical device lot #: 7324621, medical device expiration date: 2022-11-30, device manufacture date: 2017-11-20, medical device lot #: 7324620, medical device expiration date: 2022-11-30, device manufacture date: 2017-11-20, medical device lot #: 7353587, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 7353589, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 7353648, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19, medical device lot #: 8079540, medical device expiration date: 2023-03-31, device manufacture date: 2018-03-20, medical device lot #: 8113847, medical device expiration date: 2023-04-30, device manufacture date: 2018-04-23, medical device lot #: 8144655, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-24, medical device lot #: 8144679, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-24, medical device lot #: 8207527, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-26, medical device lot #: 8207515, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-26, medical device lot #: 8176645, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-25, medical device lot #: 8207513, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-26, medical device lot #: 8207525, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-26, medical device lot #: 8207530, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-26, medical device lot #: 8239918, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-27, medical device lot #: 8239921, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-27, medical device lot #: 8239933, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-27, . Medical device lot #: 8262819, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-19, medical device lot #: 8269888, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-26, medical device lot #: 8269908, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-26, medical device lot #: 8269910, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-26, medical device lot #: 8269912, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-26, medical device lot #: 8269914, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-26, medical device lot #: 8285797, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-12, medical device lot #: 8291762, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-18, medical device lot #: 8300563, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-27, medical device lot #: 8302651, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-29, medical device lot #: 8303946, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml was damaged, had foreign matter, and had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: damaged, fm, scale marking issue.